Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's sram software was corrupt, and the c-arm would not boot up. No pt injury was reported.